Event description:
After removal of the aortic cross-clamp, at the completion of coronary artery grafting, the pt developed ventricular fibrillation. Two sets of internal paddles failed to fire when placed on the heart. Internal cardiac massage was used to decompress the heart, and a pulmonary artery vent was placed. The pt was successfully defibrillated with the thired set of paddles. The myocardium was somewhat stunned by the transient distention, but recovered rapidly.